Event description:
Related to MFR report # 2183959-2012-00379. Related to MFR report # 2183959-2012-00380. The pt was implanted with a elevate apical and anterior system sling system on (B)(6) 2010. On (B)(6) 2010, the pt went to the ER and was admitted to the hosp for fever, infection, urinary tract infection, severe pain, and vaginal bleeding. The pt was treated with IV antibiotics and discharged home on (B)(6) 2010. On (B)(6) 2010, the pt reported to her physician that she was unable to void her bladder. On (B)(6) 2010, was treated for rectal pressure, vaginal and/or rectal bleeding, severe pelvic and lower back pain, dyspareunia, and urinary tract infection. On (B)(6) 2010, the pt was seen by her physician for bloody discharge, rectal bleeding, and fever. On (B)(6) 2010, the pt underwent surgery in attempt to find the source of her severe pain and chronic infection.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.